Event description:
It was reported that patient spoke with patient liaison regarding issues with his inflatable penile prosthesis (ipp). He said that neither he nor the doctor can find the pump or button to deflate his device and he is in some discomfort. He does have an appointment on friday for further assessment. Patient liaison let him know that he most likely does still have swelling/edema and that will continue to resolve.